Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm was noted. The motor passed motor test. The test minilink transmitter with the glucose sensor simulator communicates properly with the insulin pump. No unexpected lost sensor alarm was noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm. Customer also reported differences between their sensor glucose and blood glucose levels. Customer's sensor glucose level 60 and blood glucose levels were 240mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.